Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer jammed and did not open fully, preventing the cubie from being exposed and the medication from being retrieved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer was jammed. A technical support specialist (tss) remoted in and opened the drawer for the customer. The customer was able to push down on the cubie to get the drawer fully open and was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.